Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's act and esc buttons were unresponsive. While troubleshooting for the insulin pump, customer stated they were able to get the buttons to respond by changing out the battery. Troubleshooting also performed a selftest and the insulin pump passed. Customer was advised to monitor their insulin pump. The customer's blood glucose was 162 mg/dl. No additional information provided.